Event description:
User reported an approximate 15 ft fall with the device from a wooden deck on to a concrete patio below. User reported that he sustained a bump to the back of his head, along with some cuts to both the back of his head and forehead, and being sore as a result of the fall. User underwent a cat scan, with negative results for further head injury or internal bleeding. User stated that the event occurred when he attempted to transition from the device 4-wheel to balance function, while being close to the deck railing. As the device was transitioning, the assist handle became caught under the railing, breaking through the railing and resulting in the fall from the deck. Customer stated that the device landed on the rear wheels and then fell backwards. This report is filed as an adverse event MDR due to no product malfunction.

Manufacturer narrative:
Svc was dispatched to inspect the device following the reported fall. A report on field svc activity and a device checkout record was forwarded to the complaint handling unit (chu) per standard operating procedure. The device was not returned to use by the svc engineer due to observed damage to the device that required repair. Return of the device for eval and final determination of needed repair(s) is expected, but has not occurred at the time of this report. The device will be evaluated once returned to the mfg. Location, and the results of this review will be forwarded to the chu for inclusion in complaint records.